Event description:
It was reported that during an unknown procedure, the grasper would not lock, and the handle cracked. Case completed with another device of the same product code. No pt consequences.